Manufacturer narrative:
(B)(6). Device manufacture date: january 19, 2018 - january 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume (lv5) infusor did not flow. The issue was noted prior to use. The device was filled with an unspecified amount of solution (not specified). There was no patient involvement. No additional information is available.